Event description:
Pt to clinic for regularly scheduled infusion of remicade. Pt requested that infusion be set to run over 3 hours as she feels she has less post treatment nausea with the slower speed. Pump set to run over three hours. Pump alarm signaling infusion complete sounded after 2hrs and 30minutes.